Event description:
Sorin group received a report that air got passed the bubble sensor. It was reported that the pt expired 72 hours later. At this time, there was no indication from the facility that the death was due to the equipment.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that air got passed the bubble sensor. It was reported that the pt expired 72 hours later. At this time, there was no indication from the facility that the death was due to the equipment. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin s5 system. This incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that air got passed the bubble sensor. It was reported that the patient expired 72 hours later. At the time of the report, there was no indication from the facility that the death was due to the equipment. A sorin group field service representative was dispatched to the facility to investigate the involved unit. The unit was started up and no errors or abnormalities were noted. The bubble and level sensors were tested and no issues were discovered. The service representative performed a pm and was unable to identify any issues with the machine; all readings fell within the manufacturer's specifications. The facility had continued to use the unit following the event and no further issues were noted. The unit was returned to service. Sorin group requested the device to be returned for evaluation, however the customer stated that it was the only system in use at the facility at the time and a loaner would be required before the unit could be returned. A loaner sorin s5 system was located and multiple attempts were made to get the information and documentation necessary to deliver the loaner and have the involved unit returned for evaluation, however none of these attempts were successful. The facility has not reported any further issues with the involved unit. A review of the DHR did not identify and deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor this issue for trends. Machine still in use at facility.